Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited loss of telemetry during a surgical procedure. A different generator was used, and was implanted with no consequences or adverse impact to the patient. No further information has been provided.

Event description:
New information notes that the procedure occured at scripps mercy hospital in san diego, california done by dr. Jigar patel.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
New information notes that the new device was implanted on (B)(6) 2022.